Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient experienced a hypoglycemic event in which the values on the cgm and bg meter were inaccurate. Values for the date of issue were not provided. The patient's mother provided the patient with dextrose and at the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/28/2018. It was reported that on (B)(6) 2018, during the hypoglycemic event, the patient's mother noticed the patient was shaky, pale and started whining. At the time of further contact, the patient was doing fine. No additional patient or event information is available.